Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) due to undersensing right atrial (ra) events. The atp accelerated into a fast ventricular tachycardia (vt) a the ICD successfully converted with a shock. Technical services (ts) recommended to optimize the device with reprogram options. This ICD remains in service. No adverse patient effects were reported. Additional information was received which indicated that, this ICD was explanted and replaced due to therapy upgrade. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) due to undersensing right atrial (ra) events. The atp accelerated into a fast ventricular tachycardia (vt) a the ICD successfully converted with a shock. Technical services (ts) recommended to optimize the device with reprogram options. This ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) due to undersensing right atrial (ra) events. The atp accelerated into a fast ventricular tachycardia (vt) a the ICD successfully converted with a shock. Technical services (ts) recommended to optimize the device with reprogram options. This ICD remains in service. No adverse patient effects were reported. Additional information was received which indicated that, this ICD was explanted and replaced due to therapy upgrade. No additional adverse patient effects were reported.